Manufacturer narrative:
E1: initial reporter postal code: (B)(6). E1: initial reporter phone no.: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown; however the rn reported "probably patient experienced peritonitis because they did not correctly washed their hands". The patient was not hospitalized for the event. Treatment for the event and patient outcome were not reported. Action taken with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the cause of peritonitis was due to breach in aseptic technique. The breach in aseptic technique was further described as "probably the patient did not correctly washed his hands." It was not reported if the patient was retrained on the proper aseptic technique. H10: the cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.